Event description:
The customer states that an axsym bhcg result of 143,855 mlu/ml was reported on a pregnant patient. An axsym sample probe crash had occurred at the time the result was generated. The patient sample retested at 270, 779 mlu/ml after changing the axsym sample probe. A corrected report was issued. No impact to patient management was reported.